Manufacturer narrative:
The returned product consisted of the nc emerge balloon delivery system. A visual analysis of the device revealed a hypotube shaft break 49.8cm distal to the end of the strain relief. Multiple kinks were also found in the hypotube. The device was then analyzed microscopically, and no further damages or defects were found. Based on the event description, it is most likely excessive force was applied to the delivery system when attempting to deliver the device as an act of unintended user error which likely led to the reported break and unreported kinks noted during product analysis. Given the information gained upon analysis, this product investigation is assigned the most probable cause classification of unintended user caused or contributed to event.

Event description:
It was reported that the balloon shaft broke. An nc emerge mr, ous 3.00 x 15mm was selected for treatment of the target lesion. During the procedure, the shaft of the balloon broke off. There were no patient complications reported.

Event description:
It was reported that the balloon shaft broke. An nc emerge mr, ous 3.00 x 15mm was selected for treatment of the target lesion. During the procedure, the shaft of the balloon broke off. There were no patient complications reported.